Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not detected on bus, customer restarted and rebooted but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer card read 2.9volts. A field service engineer (fse) searched for a replacement card but had non-available in inventory and was unable to place an order. The fse found that bearings were on the floor at the back of the pyxis es. The customer had another drawer in storage, which was used to complete the repair. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.